Event description:
Manufacturer report number 2017865-2021-19627.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. The episodes of noise were suspected to be due to the ra lead and the right ventricular (rv) lead pressing and rubbing against each other. No intervention has been performed. The patient was in stable condition and will continue to be monitored.